Event description:
It was reported that on the cardiosave intra-aortic balloon pump (iabp) the getinge service territory manager (stm) noted the fiber-optic module and connector needed replacing. It was later clarified with the service territory manager that the broken parts were found during preventative maintenance (pm). Since the event occurred during pm, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4,g4,g7,h2,h10,h11. Corrected fields: e1(initial reporter, event site email).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the broken fiber-optic sensor cable assembly and broken fiber-optic door. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that on the cardiosave intra-aortic balloon pump (iabp) the getinge service territory manager (stm) noted the fiber-optic module and connector needed replacing. It was later clarified with the service territory manager that the broken parts were found during preventative maintenance (pm). Since the event occurred during pm, there was no patient involvement and no adverse event was reported.